Event description:
It was reported that the right ventricular (rv) lead triggered an alert due to oversensing and intermittent noise. The detections were turned off until the lead could be replaced. However, during the lead replacement procedure, the physician was unable to cross the svc with the introducer wire. Therefore, the physician opted to leave the lead in place. The implantable cardioverter defibrillator (ICD) detections and therapies were turned off and the lead remains in use to pace only. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. Right ventricular (rv) lead integrity warning occurred on (B)(6) for 2 or more high rate-non-sustained episodes and sensing integrity counter (sic) greater than or equal to 30 in 3 days. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, 19 ventricular sic and 142 cumulative ventricular sic¿s; there were no episodes available to verify lead noise oversensing and inappropriate shocks. (B)(4).